Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The following was reported by sales rep. Hospital have noticed that screws are missing from their offset reamers. These need to be replaced as threading has become loose. All 3 of their offset reamers are missing screws.